Manufacturer narrative:
The device was inspected on-site, where the reported issue was confirmed. During troubleshooting, it was determined that the turbine module was the cause of the issue and it was therefore replaced. After replacement, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. The turbine module generates the inspiratory air gas flow. It generates the air flow and pressure from the surrounding air. This air flow is then mixed together with the o2 flow from the o2 gas module. Evaluation of the provided device logs confirms the reported issue. In the device logs, it can be seen that the device generated the technical error code once in standby mode. This error means that the blower module has lost contact with the breathing subsystem in the ventilator, resulting in the subsystem missing data for regulating the ventilation. In the provided device logs, it can also be seen that several other technical error codes have been generated together with the communication error code. These error codes refer to sensor errors, probably caused by the loss of contact, causing synchronization issues with sensors connected to the blower module. The turbine module was returned for further investigation. The turbine module was placed into a reference ventilator for simulated use testing. During this testing, the device successfully passed the pre-use check. After passing, ventilation was performed successfully for 24 hours without generating any alarms or errors. During ventilation, several power switches from battery to mains were made to try to provoke the technical error code, but nothing appeared. After the ventilation period, several pre-use checks were performed, all of which passed. In conclusion, the device failed to meet its specifications during the reported event. The turbine module was returned for further testing, but the reported issue could not be reproduced at the manufacturing site. Nevertheless, based on the available information and the provided device logs, it is likely that the turbine module contributed to the event, and a turbine module failure is therefore considered the most probable cause.

Event description:
Manufacturer's ref: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating turbine module communication error. There was no patient harm. Manufacturer's ref. #: (B)(4).